Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.6 - 3.2 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
The customer mentioned that excessive squeezing may have occurred for one of the measurements and that for another measurement the strip may not have been dosed in the proper time. Relevant retention test strips (lot 381235) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The customer¿s test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation ni equals lay user / patient. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable inr results for 1 patient tested on a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. Comparison #1 on (B)(6) 2019: the meter result was 3.14 inr and the laboratory result was 2.15 inr. Comparison #2 on (B)(6) 2019: the meter result was 2.7 inr and the laboratory result was 2.07 inr. Comparison #3 on (B)(6) 2019: the meter result was 3.1 inr and the laboratory result was 2.24 inr. The patient's therapeutic range is 1.8 - 2.0 inr.